Event description:
Customer reportedly received results of hi (greater then 600 mg/dl) and 491 mg/dl on advantage system 1, and 176 mg/dl on advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 549735, expiration date 8/31/2008). Reference medwatch report with a1 pt for the suspect device used in system 2.